Event description:
During an in clinic follow-up, decreased r-wave amplitude which resulted in post-sensed t-wave oversensing (pstwo) was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.